Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. The collimator was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had poor image quality during a case. The procedure was completed without incident. No pt injury was reported.